Event description:
Report (ufr 4503880000-2004-9001) was received regarding a pt who was receiving potassium replacement via a secondary intravenous administration set connected to a primary interlink continu-flo solution set. The first bag of potassium supplement infused prior to the time frame of the event and a second bag of supplemental potassium was spiked to hang. At this time, it was noted that solution was running in a stream through the secondary set. With the IV therapist in room to help troubleshoot, it was noted that solution was back-flowing through the primary set. It was questioned if the anti-reflux valve was working. The tubing was changed. The pt had potassium level of 2.5 and was seizing at this time. The pt's potassium ranged frm 2.4 to 4.8 between 0520 and 1700 on the day of event. Sodium was also low at 125. The pt reportedly recovered without sequelae. Other therapies is use on pt were not reported. No other info was available regarding the adult pt's demographics, medical diagnosis or medical history.